Event description:
It was reported there was no power to the driver prior to a breast biopsy. The green and yellow lights would not illuminate when selected. The patient was on the table but had not received any medication or an incision yet when this was noticed. The patient procedure was rescheduled. The device was returned for service.